Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 5 years post implant of a 26mm sapien valve in the mitral position, the patient presented with stenosis. The patient successfully underwent a valve in valve procedure with a 26mm sapien 3 valve. Of note, the 26mm sapien valve was implanted inside a mitral surgical heart valve via transapical approximately 6 years prior to the sapien 3 valve in valve procedure. The initial surgical valve (27mm, perimount) failed due to stenosis.

Event description:
Upon review of medical records (valve in valve procedure, echo report), the patient presented with worsening shortness of breath with minimal exertion and underwent a cardiac catherization revealing prosthetic mitral stenosis (valve area of 0.9cm2) and severe pulmonary hypertension. An echo performed 6 days prior to the valve in valve procedure revealed the valve was well seated, there was no obvious central or paravalvular regurgitation. The gradients and calculated continuity valve area of 0.88cm2 is consistent with severe prosthetic mitral stenosis. The peak and mean gradients are 25mmhg and 15mmhg. No mitral regurgitation is present. The patient underwent a successful valve-in-valve mitral valve repair with a 23mm sapien 3 valve. The patient tolerated the procedure well and was extubated and transferred for post management care. The patient was discharged 6 days post procedure.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The device was not returned as it remains implanted in the patient. In this case, the cause for the mitral stenosis is unknown; however, it may be related to patient factors (hypertension, copd, and cancer with radiation) and the progression of pre-existing valvular disease processes (severe mitral stenosis). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.